Event description:
Subsequent to the initially filed report, the following information was received: a cuff miss [suture retrieval issue] occurred during step 3. The device was removed and the knot was unraveled. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported needle to cuff miss was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2616 was removed.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that suture placement in the right common femoral vein using a prostyle device using the pre-close technique via an 8f sheath hole prior to a pulse field ablation interventional procedure. The suture of one prostyle device was successfully placed. The sheath was upsized to a 16.8f sheath and the pulse field ablation procedure was completed. Reportedly post procedure, during knot advancement, the entire suture came out of the anatomy. The knot was loose and unraveled. A new prostyle was used to achieve hemostasis; however, a figure 8-stick was also used as a standard physician technique and extra protection along with the prostyle. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.